Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for peritonitis was not reported. The patient was discharged from the hospital and was recovering from peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Additional information was obtained from a nurse. It was reported that twelve days after the onset of peritonitis, the patient experienced a reoccurrence of peritonitis and was hospitalized for the event. On a later date, the patient experienced a third reoccurrence of peritonitis. The cause of the reoccurring peritonitis was incorrect prepping of peritoneal dialysis equipment, where the patient used 2x2 gauze instead of 4x4 gauze. At the time of this report, the patient was recovering from the reoccurring peritonitis event. A review of all batch record documents was performed for potentially associated lot numbers h12j30078 and h13e06043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). If there is any further relevant information from that review, a supplemental medwatch will be filed.